Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after insertion, the surface of the intraocular lens (iol) was observed as blue. There was no problem on eyesight and no inflammatory reaction. The sample was not available as it still remain in the patient's eye. Additional information has been received and stated the on the examination the day after the surgery, this finding was observed. After that date, a physician other than the surgeon performed the postoperative examination and the progress of the iol finding was unclear, but at an examination approximately 2 weeks after the surgery, only a slight finding was observed through a slit lamp and thus the surgeon did not know if this finding had resolved or not. There was no inflammation and no vision problems. There was no medical history that the surgeon had concerned about.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photos were returned. Photo review states two slit lamp images were provided and reviewed associated with a report that, on the following day after insertion, the surface of the intraocular lens (iol) was observed as blue. One image is with a broad illumination showing a diffuse area of blue, and the other is with a narrow slit illumination showing the blue appearance on the front surface of the iol. A cause or association of this appearance with the complaint product was not able be determined based on the images and information provided in this review. The reported complaint was observed on the returned photos. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patient reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).